Event description:
Per the information provided to co by the physician's office the device was removed due to "erosion and aneurysm." As reported to co, the device was completely removed and repolaced antoher manufacturer's device. 5/5/97-upon additional information received from the physician/surgeon's office, the erosion occurred at the "distal left corpora just behind glans (lateral)." The physician/surgeon stated... "Patient has extreme weakening of corporal bodies and had not used the device in sometime as he was afraid he would further exasperate the buldging of the prosthesis. I sewed and bolstered the corporal bodies as best I could, the left side looked good, however there is still evidence of this on the right side just below the distal glans. Because of the amount of past surgeries and current condition of corporal walls, I would not place another inflatable penile prosthesis as I felt it would lead to further problems."